Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was a clip applied to vessel/structure? No. If yes, was the clip formed properly? Did the clip fall off the vessel/structure? Did the device drop or eject clips? Yes. If yes, did any clips fall into the patient? No. Were the clips retrieved? N/a. Which firing of the device did this event occur on? None. What vessel or structure was the device fired on at the time of the event?none. Was the clip fully advanced into the jaws prior to firing? N/a. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips fell off the device while the physician didn't use it. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Clips will not hold after placing.